Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella 5.5 was inserted via the left subclavian artery in a 49-year-old male patient with cardiomyopathy. Prior to support, the patient was reported as scai shock stage d and required inotropic support, vasopressors, respiratory support, and systemic anticoagulation. The patient was escalated from impella cp with concomitant veno-arterial extracorporeal membrane oxygenation (va-ECMO) to impella 5.5 with va-ECMO for left ventricular unloading. Va-ECMO was subsequently discontinued for approximately five days while the impella 5.5 remained the primary mechanical circulatory support device. During support, elevated motor current and flow rates of approximately 5.6 l/min at p-8 were reported. Bedside echocardiography identified a left ventricular thrombus associated with the impella 5.5 inlet cage. Following clinical deterioration, the patient required re-cannulation for va-ECMO and endotracheal intubation. At the time of the event, the impella 5.5 was operating at p-2 with flows of approximately 1.5 l/min and mean motor current of 120 ma. The purge system, consisting of 5% dextrose in water with 25 meq sodium bicarbonate, was reported to be functioning as intended. The impella 5.5 was explanted, and the patient was successfully bridged to a durable left ventricular assist device. The patient survived through explant. The reported left ventricular thrombus occurred in the setting of severe cardiomyopathy, prolonged mechanical circulatory support, systemic anticoagulation, and concomitant va-ECMO. Given the temporal relationship between impella support and thrombus identification, an association with the patient-device interaction cannot be excluded. However, the available information indicates the device continued to provide support and function as intended throughout therapy.

Manufacturer narrative:
F2301 added to h6. The investigation is still ongoing.